Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 470 mg/dl at the time of the event. The customer uses sure-t infusion sets, but she only changes them every three days. The customer was advised to change the sure-t infusion set every 2 days. The time on the insulin pump was incorrect. The call was unexpectedly disconnected before any additional troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.